Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter phone # exceeded the maximum allowable characters, phone # is as follows: (B)(6). Device not returned.

Event description:
The customer reported the device no longer "conducts" after a short time in operation. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. No physical damage was observed during visual inspection. The device failed continuity testing, broken wire at emitter solder joint assembly. The device failed functionality testing using a lab monitor and a "replace sensor" error message was displayed. Sensor led does not illuminate. Initial reporter phone # exceeded the maximum allowable characters, phone # is as follows: (B)(6).

Event description:
The customer reported the device no longer "conducts" after a short time in operation. No patient impact or consequences were reported.